Manufacturer narrative:
After review of information received and the completion of investigation, the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (mdl no. 3044) case-(B)(4) rk rev case-(B)(4) rk current is associated with this case. It was reported via legal documentation that approximately 100 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Plaintiff was required to undergo a revision surgery to remove the defective device. Plaintiff does not recall exact date, but discovery and investigation continue. Additionally, plaintiff has suffered the following injuries including but not limited to rehabilitation, pain and discomfort, swelling, poor balance, which all require medical care, rehabilitation, home health care, mental and emotional distress and pain and suffering. No further issues or complications were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-0021-2022.

Manufacturer narrative:
Concomitants: (B)(6) 200-02-38 - three peg patella 38mm (B)(6) 02-010-01-0240 - logic femoral ps cem left sz 4 (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.